Manufacturer narrative:
The following fields have been updated: g3, g6, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) received the vio integrated electrical surgical unit involved with this complaint and completed the product evaluation. Failure analysis could not confirm/replicate the reported event. The unit was reviewed for a power issue and after reseating the fuse box, the unit powered on without issues. The unit was tested on an xi system. During testing, unintended energy firing was not observed. The unit was also left on for a prolonged period of time, with pen connected. No issues were observed and the unit fired only when activated through pedals or pen buttons. In addition, the unit was sent through a technical safety test with a passing result. Due to the issue reported, the unit will be sent to the manufacturer for secondary evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The erbe that was in use during this event has been returned, but analysis has not yet been completed. A follow-up MDR will be submitted following completion of the evaluation and if additional information is obtained. The system logs of this procedure were reviewed and the following was observed: no relevant errors were observed during this procedure. An instrument log review is not applicable at this time as there is no allegation against a da vinci instrument. No images or videos for this reported event were provided. A review of the site's complaint history was performed and there were no other complaints related to this product. This event is being reported due to the following conclusion: the patient reportedly sustained a burn injury that required the area to be sutured. There is an allegation that the erbe possibly caused or contributed to the third party instrument firing unexpectedly and causing the reported injury.

Event description:
It was initially reported that during a da vinci assisted procedure that a diathermy pencil that was connected to the erbe generator activated itself without anyone touching it and caused a patient injury. On 14-july-2021, intuitive surgical inc. (Isi) contacted the isi area sales manager of the site and obtained the following additional information: an issue with the erbe generator and a third party diathermy pencil occurred. The diathermy pencil activated without the surgeon pressing the device buttons. The system was inspected prior to use, no problems were originally observed. The patient received a diathermy burn which required suturing to correct the issue. The suturing was performed during the same procedure in which the injury occurred. The site believes the cause of the intra-operative complication was either the erbe generator or diathermy pencil that was activated independently. The procedure was completed with the da vinci system. On 22-july-2021, isi contacted the area sales manager: the third party product was a unisurge surgical pack and it was connected to the erbe for power. It was reported that the diathermy pencil does not have an auto-fire option to be enabled and requires the buttons to be activated for it to deliver energy. It was reported that the surgeon was controlling the diathermy pencil. On 05-august-2021, isi contacted the customer and the following additional information was obtained: the patient¿s scrotum was burned during this event. It was reported that the third-party diathermy pencil was not being used with external pedals and was connected to the erbe for power.